Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified in ostium of the left coronary trunk. During a procedure involving a 16 x 4.00 promus premier drug-eluting stent, a shaft break occurred. The procedure was completed with a different device. There were no patient complications reported and the patient status was satisfactory.

Manufacturer narrative:
The promus premier ous mr 16 x 4.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 26 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified in ostium of the left coronary trunk. During a procedure involving a 16 x 4.00 promus premier drug-eluting stent, a shaft break occurred. The procedure was completed with a different device. There were no patient complications reported and the patient status was satisfactory.